Manufacturer narrative:
A patients ipg had reached end of life and was inoperable was reported to abbott. No intervention is scheduled at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information was received indicating that the patient underwent surgical intervention on (B)(6) 2023 wherein the patient's ipg was explanted and replaced.

Manufacturer narrative:
A patients ipg had reached end of life and was inoperable was reported to abbott. The ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patients ipg had reached end of life and was inoperable. Surgery may take place at a later date to address the issue.